Event description:
Additional information: the patient has since passed away.

Manufacturer narrative:
The customer's reported complaint description of patient experienced cardiac arrest during lung mwa procedure cannot be confirmed given the patient centric nature of this serious adverse event (sae). No solero probe device was returned to angiodynamics for evaluation since there was no report of device malfunction or performance issue during the procedure; first ablation completed successfully. There is no indication that the probe manufacturing was a contributing factor to this patient's cardiac arrest event during the mwa procedure on (B)(6) 2025. It was subsequently reported that the patient expired at some point during the week of (B)(6) 2025, which is several days after the mwa procedure. The cause of the patient's expiration is unknown but the physician reported that the patient's cardiac arrest during the mwa procedure is unlikely to be related to the solero probe device. A DHR review was not conducted since there was no reported lot number. A DHR review of the ship history report (shr) lots could also not be conducted since the packaged good item number was shipped to the end user facility by the distributor in UK (hc21) and ship history records/lots were not provided. A shr was run for customer account (B)(4) and showed no shipments of any product in the 12 months prior to the procedure date. Labeling review: the directions for use (dfu), which is supplied with the solero applicators contains the following statements. Intended use/indications for use: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Precautions: avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. When using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device after each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". Testing the device: prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Correction: b5.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A user facility territory manager reported a patient went into cardiac arrest during a solero microwave lung ablation using a 14cm solero applicator. The applicator had been initially tested at 120w for 20 seconds prior to the start of the procedure. Due to the size of the lesion, multiple ablations had been planned to be performed. The first ablation was completed at 120w for 4 minutes without any issues. Prior to starting the second ablation, the applicator was withdrawn and repositioned. At that time, blood was visually observed in the respiratory breathing tubes and the patient went into cardiac arrest. The applicator was withdrawn from the patient and there were no defects or damage observed to the applicator. The resuscitation team was called and after 55 minutes of zero cardiac function, the patient was revived. The procedure was aborted and the patient was transferred to the intensive care unit for recovery. The physician reported that the patient event is unlikely related to the solero applicator device.